Event description:
During a valve in valve procedure, the valve was deployed in a too ventricular position, resulting in leaflet overhang and moderate-severe central aortic insufficiency (cai). A third valve was deployed. Initially the first 26mm sapien xt valve was positioned 50:50; however landed 30:70 aortic: ventricular. The valve was not positioned as intended, however, post procedure tee revealed no pvl, no cai and no gradient. No intervention was performed at the time. Over the following two-three days the patient developed a gradient. Imaging showed the valve had embolized into the left ventricular outflow tract (lvot) but not into the ventricle. The leaflets were also observed to be wide open. The decision was made to deploy a second valve in the lvot in order to anchor the first valve. Transapical access was obtained and a second 26mm sapien xt valve was deployed within the 1/3 top of the first valve. The placement of the valve proved to be too low as it resulted in leaflet overhang and moderate-severe cai. A third 26mm sapien xt valve was placed within the second valve, in good position and as intended. Cai was reduced to none-trace. Note: this event pertains to the second deployed valve. Ref. MFR report # 2015691-2015-00926

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary was written by edwards lifesciences that documented the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, ventricular placement of the valve by the operator contributed to the final ventricular position of the valve. The subsequent central ai was attributed to the too ventricular position of the valve with native leaflet overhang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.